Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed damage. Struts 1-11 from the proximal end of the stent were undamaged. The remainder of the struts were stretched distally with some extending over the distal markerband. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed a midhshaft kink at approximately 35mm distal of the hypotube/midshaft bond. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion contained some calcium spike, which damaged the stent during progression of the device according to medical information.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the device was unable to cross the lesion and upon removing the device, it was noticed that the stent was kneaded, making the device unusable. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.